Event description:
It was reported that a dysfunction was noted in foley catheters on (B)(6) 2023. The user required them during transurethral resection of the prostate surgery. When testing two of the foley catheters, before introducing them to the patient, the user noticed the dysfunction of the fixation balloon filling and emptying system. During the same maneuver with a third probe, there seemed to be no failure, but when trying to deflate the fixation balloon with the probe already inserted in the patient, it was not possible after trying for approximately 10 minutes. The user did not succeed, so they cut the filling and emptying system, managing to deflate the balloon and remove the foley catheter. The user sent photographic evidence of the two foley catheters with the inflated balloon that failed to deflated during test prior placement and the third device which was cut after being placed into patient. Per follow-up information received from ibc on 01-feb-2023, stated that there was no harm to the patient. The device was removed by cutting the infuse (inflating) channel, and by replacing it by another device.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Based on the attached photo, it was observed 3 catheters in opened package and the samples are deflated. Another 4 packages was observed not opened. Another photo shows an inflated catheter was still in patient body with luer lock type syringe was attached to the inflation valve of the catheter, a full investigation could not be performed completely as sample was classified as poor sample condition and several tests could not been carried out due to only photo provided to evaluate. A potential root cause for this failure could be over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. However, the user use luer lock syringe type to deflate catheter was against the instruction. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol."

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Sample has been evaluated and observed no abnormalities. The device did not fail to meet relevant specifications. A potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. A potential root cause for this failure could be over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a dysfunction was noted in foley catheters on 24-jan-2023. The user required them during transurethral resection of the prostate surgery. When testing two of the foley catheters, before introducing them to the patient, the user noticed the dysfunction of the fixation balloon filling and emptying system. During the same maneuver with a third probe, there seemed to be no failure, but when trying to deflate the fixation balloon with the probe already inserted in the patient, it was not possible after trying for approximately 10 minutes. The user did not succeed, so they cut the filling and emptying system, managing to deflate the balloon and remove the foley catheter. The user sent photographic evidence of the two foley catheters with the inflated balloon that failed to deflated during test prior placement and the third device which was cut after being placed into patient. Per follow-up information received from ibc on 01-feb-2023, stated that there was no harm to the patient. The device was removed by cutting the infuse (inflating) channel, and by replacing it by another device.